Event description:
There was an allegation of questionable results from the cobas 6000 e 601 module. (B)(6). The questionable results were reported outside of the laboratory. The repeat results were deemed correct. The vitamin d reagent lot number was 60209500 with an expiration date of 31-jan-2023. The tsh reagent lot number was 58940902 with an expiration date of 30-apr-2023. The ft4 reagent lot number was 53634401 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The field service engineer found worn pinch tubings and sipper nozzle were causing dripping from the sipper. He replaced the pinch tubings and sipper, and performed multiple reagent primes, and did liquid flow cleaning. The customer successfully ran qc without alarms and with results within range. The investigation determined the service actions resolved the issue. Based on the qc recovery, there was no indication of reagent issues.